Event description:
Received laser hair removal: initial removal area was upper lip on the face. After a few procedures in, was recommended by the tech to treat other areas of the face- entire beard line (chin, neck, jawline) for no extra cost. First several appointments I seemed to achieve great results requiring treatment every other month. Then facial hair along my neck, jaw and chin started growing back dark black, thicker and more course than prior to treatment. My facial hair was previously light peach fuzz on my face: never bothered me, would have never got it treated or waxed prior to the recommendation at the laser clinic. I started to require monthly appointment to keep up with the increase in hair growth as it continued to worsen. The laser tech was disconcerted when discussed at the clinic my concern for increased hair growth and frequent appointments. The laser tech stated "some people need more appointments than others" but no mention of potential adverse reaction. I later looked into it online and learned about paradoxical hypertrichosis and this seemed to fit my story very well. I eventually stopped going to my appointments after at least 2 years of regular appointments. I know struggle with embarrassing facial hair growth that I need to shave with an electric razor every day. My upper lip was treated well and I have little issues with regrowth there, but my facial hair is very upsetting. I do wish I was never recommended to treat the light peach fuzz that was never a bother to me previously.